Manufacturer narrative:
Event description: additional information received indicated that the the coil was removed after resistance was encountered during loading, never made it out of microcatheter. But was removed individually, coil first, then microcatheter . The 4x7 coil was not used in prowler because the physician was not comfortable using coil after resistance was encountered. Unknown if the coil was damaged. The procedure was completed and patient is doing well. No additional intervention was performed after coiling was completed. A continuous flush was used in procedure. Concomitant devices used: unknown synchro 14 guidewire; unknown sl-10 microcatheter. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Two non-sterile orbits galaxy tight distal loop complex frame coil 6 x 20 were received coiled/tangled inside of plastic bag. The unit 1 was reviewed and the fallowing was found: the hypotube was inspected and no damages were noted on it. The introducer was received unzipped without damage. The support coil, gripper and embolic coil were found outside of the introducer. The support coil was found kinked. The gripper was found in knot condition with the embolic coil. The unit 2 was reviewed and the fallowing was found: the hypotube was inspected and no damages were noted on it. The introducer was received unzipped without damage. The support coil, gripper and embolic coil were found outside of the introducer. The support coil was found kinked. The gripper was found without damage while the embolic coil was not received for evaluation. The unit 1 was inspected under microscope and the following was found: the support coil was found kinked and the gripper was found folded while the embolic coil was found stretched/kinked in knot condition. The unit 2 was inspected under microscope and the following was found: the support coil was found kinked and the gripper was found without damage. The embolic coil was not received for evaluation. The od from the delivery tubes was measured and were found within specification according to document (B)(4). For the unit 1; the functional test could not be performed due to the conditions of the received unit. For the unit 2; one microcatheter prowler select plus (cordis lab sample) was flushed using a lab sample syringe (nipro), after that the received orbit galaxy was introduced into the microcatheter and even the kinks found on the orbit galaxy it can pass through of the microcatheter lab sample and it was advanced smoothly until the microcatheter's distal tip. Just some friction was felt when the kinks of the support coil was passed through of the microcatheter lab sample. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'dcs -resistance/friction' was confirmed during the functional test performed with the unit 2. The resistance/friction appears was due to the kink found on the support coil. The damages found on the device could not be conclusively determined. The failure reported by the costumer as 'coil - unraveled/stretched' was confirmed during the microscopic analysis of the unit 1. The damages found on the device could not be conclusively determined. The failure reported by the costumer as 'coil - premature detachment' could not be evaluated and is undetermined the exactly time when occurred this event on the unit 2. The conditions of the units and the damages found on them could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per (B)(4) that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.

Event description:
Per received report (rep was not present for procedure). Standard access was achieved to lica aneurysm and a sl-10 was advanced over a sychro 14 wire. Wire was removed and a galaxy frame 6x20 was advanced into catheter and some resistance was felt at the time of 10cm of coil in the aneurysm and 10cm in microcatheter. The physician tried to pull back at this time and thought coil may have stretched or possibly detached so he removed entire system, microcath with coil inside it and coil was removed on back table. Catheter was flushed and wire put through on back table to make sure catheter lumen was not occluded. The rep was called to confirm compatibility and was able to remove the system. The microcatheter was once again advanced with synchro wire into patient and tried another galaxy frame 6x20 and resistance again was felt during loading of coil and it was removed before being fully loaded into microcatheter. At this point the physician asked for a 4x7 galaxy fill coil and that was attempted to be loaded (012" coil rather than a 014") and that too had problems going through the sl-10 in loading coil. The physician at that point removed the microcath and exchanged to a prowler select plus lp es and advanced with the synchro 14 wire. The wire was removed and the physician advanced a galaxy fill 6x15 coil with no problems and detached followed by a 3x6 galaxy fill and a 2.5x5 galaxy xtrasoft. The procedure was over at this point and angios were performed post procedure .the patient was fine post-op.